Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone that their insulin pump had a blank display. Customer's blood glucose was 122 mg/dl at the time of the incident. Troubleshooting was performed but was unable to resolve the alarm. Customer was advised to revert to the back-up plan as hcp instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, off no power test, self test and all operating currents test. No anomaly noted. (B)(4).